Event description:
It was reported during a total hip replacement, the peak ext handpiece was not giving power in the coag mode. Coag was set at 10 and when he tried to use it, it only gave a quick "blip" and then nothing. They tried another ext handpiece and the same exact issue occurred. The other machine was brought in and we plugged in the second handpiece that was opened, but the machine read "handpiece past prime" and the machine didn't function. At this point the surgeon was frustrated and opted to just use the bovie.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the two returned plasmablade ext did not exhibit any anomalies. Functional testing did not confirm the failure reported. Both cut/coag buttons were fully functional. The event reported was not confirmed. Review of the lot history revealed no anomalies. End of report.